Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect2480 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC line was inserted, rn went to flush the red lumen and noticed leaking from the hub. PICC was removed due to the leaking and a new one was placed. No patient harm was reported.

Event description:
It was reported that PICC line was inserted, rn went to flush the red lumen and noticed leaking from the hub. PICC was removed due to the leaking and a new one was placed. No patient harm was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the root cause is unknown. One5 fr dual lumen powerpicc solo was returned for evaluation. An initial visual observation showed some use residue on the returned sample and a clear fluid was observed in the extension legs. Needleless injection caps were observed on both luer connectors. Both lumens were flushed with a 12 ml syringe of water and a spraying leak was observed emanating from the red luer hub. A microscopic observation revealed a large longitudinal crack in the luer hub of the red lumen. The fracture surface of the crack was observed to be rough and uneven, but no voids were observed in the material. Some mechanical damage was observed on the proximal end of one of the luer threads of the red lumen. While the cause of the crack in the luer hub is unknown, possible contributing factors include over-tightening of connectors onto the luer hub and chemical exposure. An examination of the returned sample revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rect2480 showed no other similar product complaint(s) from this lot number.